Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed that the battery was changed on (B)(6) 2012 at 4:35 pm and after the battery change, the time was set to 4:51 am; on (B)(6) 2012 the time was manually changed from 6:51am to 6:53 pm indicating that the time may have been set incorrectly on (B)(6) 2012 after the battery change. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the lay-user/patient claimed her blood glucose has been elevated between 190-400 mg/dl with symptoms of trace ketones and headache for the past few days. Reportedly, the patient had issues with the time settings. Upon the replacement of the battery, the subject pump had the am/pm switch. Her time of 6:45 am on the subject pump should have been 6:45 pm. The issue was not resolved with training. The product is being returned for investigation. The patient was advised to contact the hcp for instruction on correcting her blood glucose with insulin via syringe. This complaint is being reported because the patient had symptoms that can be suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.